Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had intermittent vibration output. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was evaluated. An exterior visual inspection was performed and passed. Charge and boot testing was performed and passed. The receiver log was downloaded and reviewed, finding no errors related to the complaint. Functional testing was performed and passed relevant testing. Manual "try it" testing and was performed and passed vibrator mode. The receiver was opened and an internal visual inspection was performed and passed. Vibrator resistance was measured and found to be within specification. The allegation was not confirmed. A probable cause could not be determined. No injury or medical intervention was reported.